Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3 was failed and device was not detected on bus. A field service engineer inspected drawer 3 and removed all cubies and cleaned drawer of any debris to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station displayed a device not detected on bus error. The customer attempted to recover the failed drawer; however, it continued to show required maintenance. A station reboot and power cycle (including unplugged the unit for 2-5 minutes) were performed, but the issue persists, and the drawer recovery remained unsuccessful. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.